Event description:
The customer reported the system shuts down by itself. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. System operates as intended. (B) (4)